Event description:
It was reported that the patient's performance with her device has decreased slowly for the past year. For the past month she has experienced electric shocks both on wearing and not wearing her speech processor. She cannot sleep any longer on the implanted side as she experiences pain. This seems to happen more frequently with the time passing by. All external parts have been checked but the situation remained the same. Repeated testing carried out from (B)(6) 2007 to (B)(6) 2007 shows that all electrode channels functional. Repeated testing carried out from (B)(6) 2007 to (B)(6) 2008 shows a gradual increase of hi channels, which are the apical channels no. 12, 11 and 10.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.